Event description:
It was reported that during a low anterior resection (j-pouch) procedure, the surgeon reported the anvil became disengaged when they tried to close and fire the instrument. He attached the anvil to the trocar and the resident closed the instrument. During closing the resident admitted that he felt no tension but still continued to close until the indicator was in the green gap setting scale. When the device was fired, the anvil "popped" off dumping the staples and exposing the knife blade. A second device was opened and used with the anvil from the first device (did not want to disturb the purse string suture, as he felt it was well placed). The same problem occurred as described above. A third product was opened and used to create a successful anastomosis. No adverse patient outcomes reported. Note: no product is being returned.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Biotronik rep called to report a discrepancy between the battery voltage and gauge percentage of this device. The pt came into the office after home monitoring notifications said the device was at eri. Upon interrogation, the battery voltage was 5.66 v and the gauge said 21% remaining. The battery voltage has fluctuated between 5.70 and 5.66, and the gauge has continued to say 21% remaining. Biotronik tech advised they consider the device eri based on the battery voltage. On 08/20/2009, rep was e-mailed to inquire if the pt has had another follow-up and if there has been a decision made regarding removal of this device. It was reported that the rep believes he and the clinic staff were reading this incorrectly. Since this occurrence, the gas gage has been at 20% and the eri status has been changed to non-eri. However, the device is scheduled to come out. On (B) (6) 2009, the device was returned without oos documentation. Per the following physician's office, this device is at eri indication and was replaced with a lumax 340 dr-t, (B) (4).

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information, however, no additional information was provided, and no device was returned for evaluation.